Event description:
Customer reported that screen on pump was broken. There was no adverse impact to the customer's blood glucose level. The pump was plugged in successfully, although lines appeared on the screen, and the touchscreen did not function. The device is being returned, and a replacement pump has been provided.